Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the suture break or did the needle break or did the needle separated from the suture? There was a file card given to the cv nurse coordinator that stated "4-0 aortic purse string broke off". That is all that is known. What was being done when the suture broke off (removal from package / during passage through tissue / during tying / post-op)? Above response is all that is known. Procedure name and date? Unknown. All that is know is the above response. No further information was given nor able to get. Event date? Not known. What is the product code? Unknown. Lot number? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke off. No adverse patient consequences were reported. Additional information was requested.